Event description:
The core universal driver was sent for evaluation because it was running on its own without activation during an arthroplasty procedure. The procedure was completed with a readily available alternate device without any delay. No adverse event was associated with the device.